Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test. Customer blood glucose reading was 179 mg/dl. Troubleshooting was performed partially. Customer said contacts are not missing or damaged. After troubleshooting the insulin pump, failed battery test reoccurred. Customer husband bought new batteries and will call back if the issue reoccurred after inserting the new batteries. Insulin pump will not be returning for analysis.